Event description:
Litigation alleges subsequent to the implantation, patient began suffering persistent pain and decreased mobility, both worsening over time. It is also alleged the patients femur cracked at the point where the stem of the femoral head is inserted, rendering patient immobile. Litigation papers state that for a number of reasons, patient is not a candidate for revision surgery. **update** (B)(6) 2011 - plaintiff's preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.